Event description:
Patient received bilateral christensen tmj all metal device 5 years ago. Started having problems in 2005. By august 2006 left device broke and patient is in extreme pain. Left condyle has come off the fossa and is lateral and compressing against her ear canal. Patient is concerned about risk of device puncturing ear andthe possibility of brain damage. Right implant is still seated in the fossa but is torquing out due to pressure on left side. Patient reports hearing metal on metal sounds when using the device. Patient was recently hospitalized due to the pain.